Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that caller was seeing intrinsic rhythm and few mode switching, atrial events occuring right after ventricular sensing events. Found that atrial blank after right ventricular sensing was at 45 ms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).